Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). On 06/2004, the clinical engineer contacted the manufacturer reporting that a pt at home had reported an increase in the pump rate from 70 bpm to 100 bpm. At that time the pt was asked to come into the hosp for observation. Upon arrival the pt was connected to a system monitor, which was briefly reading rate control fault and current limit advisory on the system check screen, but with no audible alarm. On monday 06/2004, at 5:00 am the alarms became audible and constant. At that time the pt was placed on an ip drive console with a stroke volume limiter, and was set at the rate of 85 bpm. The pt was also started on anticoagulation. The pts sbp was running at 110 to 120. The pt remains on pneumatic actuation while awaiting a heart transplant.